Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient was experiencing pain in her lower back where a pocket of fluid had developed. The patient was observed at her post-operative appointment by the surgeon¿s staff and she was promptly added to the surgeon¿s schedule to investigate the issue surgically. During the procedure, the surgeon investigated the fluid pocket and determined that it was due to a csf (cerebrospinal fluid) leak. The surgeon then applied more sutures around the anchoring site of the catheter to resolve the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.